Manufacturer narrative:
Not confirmed. Npf.

Event description:
The user facility reported that the device was leaking during a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device was leaking during a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.